Event description:
It was reported that a power-on-reset (por) message had just come up on the patient's implantable neurostimulator (ins) when interrogated by the manufacturer¿s representative on the day of report. It was noted that the error code associated with the por was not seen but the patient was pressing a lot of buttons on their recharger and was believed to have inadvertently activated the por message. The por message was able to be cleared by the manufacturer's representative. In addition, it was reported that the patient did have issues recharging which were related to how many coupling boxes they should get and the timeline for recharging the ins. After interrogation, there were no issues with the ins battery or with charging reported. It was clarified to the patient about recharging (they had charging questions related to outside weather temperatures and coupling boxes) and what they should expect to see on the recharger controller. The patient never mentioned they had any changes to their coverage during the event and had been getting good therapy relief from ins (¿working well¿). No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID 97791, lot# n481337, implanted: (B)(6) 2014, product type: accessory; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).